Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The plastic hub on the vizigo sheath had broken off or detached from the sheath itself. It was reported that the plastic hub on the vizigo sheath had broken off or detached from the sheath itself, right out of the package. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. The part of the sheath that broke was the plastic housing for the hemostasis valve. The hemostasis valve itself did not break. The hub did not become fully detached from the sheath the sheath was not being used on a patient, the defect was noticed after the sheath was initially opened. Because it was noticed early there was no patient interaction with the defective sheath and another one was opened for the procedure. Hub detachment is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2022, the biosense webster product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed the brim cap, and the hub was broken, no irrigation tube and port, valve or silicon ring were observed or returned. The device was inspected on the hub area, under sem microscopy to identify and analyze the damage on the hub, sem analysis shows evidence of broken hub in the carto vizigo sheath, there was not observed stress marks. This damage could have been caused by a hit or a fall. However, this cannot be conclusively determined. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported have origin in some place external to the manufacturing environment. No deflection issues were observed. A device history record was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).